Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device vibrating excessively was duplicated. Based on the investigation details, the likely cause was problems with a worn indexing latch, blade mount base, flat pin, and eccentric bearing.

Event description:
It was reported that the handpiece vibrating excessively caused a minor cut on the doctor's finger during a total knee surgery. The doctor was wearing two sets of gloves, and the saw went through the first glove. There was no tear through the second glove, but a little blood under the glove. The injury was described as a superficial cut that required no medical intervention. Another device was used to complete the procedure.